Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered potential inappropriate therapy for an arrythmia episode. Technical services (ts) reviewed the episode and determined that the device delivered therapy for an atrial fibrillation (af) with rapid ventricular response (rvr) with 1:1 rhythm, the intrinsic premature ventricular contractions (pvcs) resulted in ventricular rates exceeding atrial rates. Three anti-tachycardia pacing (atp) bursts and six inappropriate shocks were delivered that exhausted therapy, and the therapy induced atrial fibrillation with rapid ventricular response (rvr). This was considered inappropriate therapy. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.